Manufacturer narrative:
The brand of the contact lens solution is not known. No product was returned for evaluation, no lot number information was provided and no medical documentation has been received. Based on the limited information, no casual factors can be determined, and no conclusion can be drawn.

Event description:
Plaintiff claims purchasing unspecified bausch and lomb contact lens solution and "as a result of plaintiff's use, she has suffered injuries." Plaintiff was allegedly diagnosed with fungal keratitis. No medical documentation has been received.